Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized from (B)(6) 2015 and she is on the insulin pump. Customer stated that the hospital thinks there was something wrong with the pump. Customer stated that her blood glucose were high earlier in the day. Customer's blood glucose was 300 mg/dl and went up to over 600 mg/dl at the time of the incident. Customer's current blood glucose was 130 mg/dl. Customer treated with manual injections. Customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer stated that her blood glucose was high throughout the day. Customer stated that at dinner, the site was kinked and she changed it. Customer stated that the pump did not alarm. Customer was not on manual injections. Customer was wearing the pump at the time of the hospitalization. Customer stated that the cannula was removed. Customer will return the set for analysis. Customer declined to troubleshoot after the occlusion was discovered in the infusion set.